Manufacturer narrative:
The device has not been returned/received to date. If the device is received we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the omnipod dash controller/personal diabetes manager (pdm) had repeated system error messages, screen pixelation, unexpected shutdowns, and instances where the device would not power back on. Additionally, it was reported the pdm overheated during charging within about five minutes as well as there being intermittent failure of the pdm to auto-lock, causing the pdm to become very hot and drain battery. The patient's blood glucose level reached 11 mmol/l (198 mg/dl). The patient visited a&e on (B)(6) 2026 to obtain backup insulin delivery supplies due to concern about the pdm¿s reliability. A replacement pdm was issued to the patient.